Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was hospitalized for the incident. The customer did not provided details of the hospitalization. The customer's doctor stated that the unexplained high blood glucose could have been caused by the insulin pump. The customer was with checking the insulin pump settings and looking for air bubbles. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer was advised to change the entire reservoir and infusion set. The product was not returned for analysis.